Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, when the occlusion knob was turned all the way open, the occlusion mechanism locked up and excessive force was needed to close the occlusion. Since the event occurred during preventative maintenance, there was no pt involvement.